Event description:
The manufacturer received information alleging maintenance was required on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury.the trilogy was returned to the manufacturer service center for evaluation. During the evaluation it was noted that an error code indicting aev_failure was observe in the device event log. In addition, the system leak verification test step failed during testing. The trilogy evo proportional valve was replaced to address the issue. Additionally, the in-line filter, prox in the fio2 tubing and in-line filter was clogged with dust therefore the in-line filter, prox and in-line filter were replaced to address the issue. The following parts were replaced as a part of periodic maintenance: air inlet foam filter and muffler assembly. The valves and battery were assessed and found to be in normal condition. The device was retested and passed all test.

Manufacturer narrative:
The reported failure of aev_failure and system leak verification test step is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.